Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coil embolization procedure, a coil deployment issues, fracture and dislodgement occurred. The anatomical location being treated was the mildly tortuous left renal artery. An interlocking detachable coil (idc) 2d 14mm x 20cm was unable to be advanced and stuck inside the introducer sheath. The pusher wire was pulled back and the coil was stretched. This coil was not implanted. Two unspecified coils were then implanted successfully. Then another idc 2d 10x30mm coil was advanced and partially deployed in the aneurysm. The physician did not like the placement of the coil, so the coil was attempted to be withdrawn into the renegade stc microcatheter, when the pusher wire detached from the coil. The coil was then attempted to be injected with saline into the aneurysm unsuccessfully. The coil was partially deployed in the feeder vessel. A sterling balloon was used in an attempt to advance the dislodged coil forward to the aneurysm site. The coil was then attempted to be snared through a renegade hiflo catheter. When the coil was attempted to be withdrawn, the coil stretched and fractured. A portion of the coil migrated down the femoral artery and was dislodged between the introducer sheath and the vessel wall. A stent was placed across the feeder vessel going into the aneurysm. The coil fragment was then attempted to be withdrawn through another manufacturer's catheter and migrated further down and dislodged in the profunda artery. This coil fragment was not able to be retrieved. The procedure was not completed. The patient's status is ok.